Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be infused from the inflation valve, using the syringe. There was no difficulty infusing during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be infused from the inflation valve, using the syringe. There was no difficulty infusing during the pretest.

Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, as the problem could not be reproduced. During the visual inspection, inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. The functional evaluation was conducted as follows: specification=able to inflate and deflate catheter without difficulty). - tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 15sec and the inflation funnel did not balloon out during inflation. - deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The dimensional evaluation results are as follows: eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 15/32¿, eye snip distance from proximal cuff 18/32¿, rubberize thickness 8 thou, reinforcement 135 thou, inflation funnel thickness 6 thou, balloon thickness (average) 26thou, inflation lumen coverage 7thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified voulme of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be infused from the inflation valve, using the syringe. There was no difficulty infusing during the pretest.